Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. A triathlon 6x9 cs insert was implanted. Update 14/march/2024 wg: additional information provided by rep: the patient had some drainage from his previous incision & appeared to possibly be infected. The doctor removed #6 9mm cs insert & replaced it with the new, but same size #6 9mm insert. The implant that was removed was not avail to be sent back to stryker per hospital policy.